Manufacturer narrative:
Initial and final MDR 1887185 - device 3 of 4

Event description:
Unomedical reference number (B)(4). Event occurred in sweden it was reported that patient faced 4 infusion set lin was damaged on (B)(6) 2024. The patient replaced infusion set and resumed insulin deliveries successfully. No further information available.